Manufacturer narrative:
Customer reported the date of event was (B)(6) 2018. (B)(6) 2018 was used for the date of event in this report. Customer reported the 3m¿ curos jet¿ disinfecting cap for needleless connectors from this report was not saved. The customer reported the product could have been either cfj1-270 or cfj5-250. The curos jet¿ disinfecting cap lot number for this event was unknown. Without a lot number, the expiration date and manufacture date could not be determined. (B)(4) received from the facility. 3m received a report from this facility in (B)(6) 2018 alleging four patients (no specific patient information provided) experienced leaking of medication and mw2110898-2018-00040 was submitted to the FDA on 9apr2018 for this report. (B)(4) received from the facility on 7may2018 and it was confirmed that this report contained information about one of the four patients. This report, mw2110898-2018-00052 was submitted since individual patient information was received. 3m has recently implemented a labeling change informing users of the potential for intermittent leaking with baxter® continu-flo¿ solution set with clearlink¿ luer activated valve in addition to bd maxzero¿ needle-free connectors. Please see the exact wording below: caution: there is a potential for intermittent leaking when baxter® continu-flo¿ solution set with clearlink¿ luer activated valve or bd maxzero¿ needle-free connectors are used under pressure with 3m¿ curos jet¿ disinfecting caps (cfj1-270 and cfj5-250.) Monitor these connectors if used under pressure. Alternatively, 3m¿ curos¿ disinfecting cap for needleless connectors (cff1-270 and cff10- 250) may be used. End of report

Event description:
A customer reported via a medwatch that "a patient was infusing his gemcitabine and he noticed a wet spot on his pants. On further inspection he noticed "the liquid" was coming out of the hub of the tubing. Nurse inspected and it was noticed that where the curos cap was attached to the second hub on baxter tubing was leaking. Chemo stopped, curos removed, port flushed, patient skin cleaned and chemo then restarted and finished without issue."